Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
(B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4). Maquet sas became aware of an incident with surgical light ¿angenieux¿ type device. As it was stated by the customer, the light head seal particles fell off during the procedure onto the patient. However it didn't enter the operative area but fell on the sterile drape. There was no patient injury. It was established that when the event occurred, the light-head did not meet its specification and it contributed to event. In the time when event occurred the device was used for patient treatment. Light head seal is used to cover the connection of two parts of light head. During the investigation it was found that there is no apparent trend with the issue at hand and that the reported scenario has so far not led to serious injury or worse. The angenieux user manual 0122103 ed. Includes an information that the safety and integrity of the operation of the product are guaranteed only if all inspection, maintenance and repair operations are performed by a maquet technician, technician of approved distributor or technician of hospital¿s technical department. The information about last preventive maintenance performed was not provided, however we can assume that looking at the pictures of the device involved maintenance was not performed as per the preventive maintenance schedule. As per performed investigation this incident might have been be avoided if the customer were to follow maintenance instruction and maintain the device regularly. We believe that overall the related devices are performing correctly in the market. Given the circumstances and the fact that this complaint is considered to be a single, isolated event we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
MFR reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
MFR reference number (B)(4).

Manufacturer narrative:
Additional information will be provided after investigation result.

Event description:
On 20th of july 2017 maquet (B)(4) became aware of an incident with the ax10 srping arm. It was stated that the surgical light has cracked during the positioning and pieces fell onto the patient. However it didn't enter the operative area but fell on the sterile drape.(B)(4).